Event description:
The patient was revised due to osteolysis, poly wear and loosening.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all reported part and lot number combinations. The investigation could not draw any conclusions about the reported problems. Based on the investigation, the need for corrective action is not indicated.